Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer (fse) found several tower doors were not detected on the bus. Even though nursing couldnt find the keys at first, the fse was still able to test the station and perform a hardware recovery. After powering off the station, fse reseated all cables on the aux tower, and console, as one connection was not fully seated. Once everything was secured, the station was powered back on, and the hardware test passed successfully. Nursing recovered the doors with a witness, and all doors and latches were tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the entire tower had been failing and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care as they unable to get the medication. There were no adverse events or injuries reported based on this event.